Manufacturer narrative:
The customer requested battery part identification and seeks the recommended battery replacement interval.

Event description:
The customer reported a battery failure. No patient involvement reported.